Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 9 june 2015. The fse replaced the spindle bearings and cleaned the incubator. The engineer found a loose wire in connector on the driver board. The fse fixed and reinstalled the incubator assembly then ran a cup transfer test and precision test the engineer reported all results were acceptable. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was incubator bearings and a loose wire in the connector

Event description:
On (B)(6) 2015 a customer reported incubator slip error with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting prog ii, lh ii, e2 and bchg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.